Manufacturer narrative:
The reported field event of the inability to communicate using rf telemetry was confirmed in the laboratory. The device was tested on the bench and using automated test equipment, and a rf communication anomaly was noted. The root cause of the rf anomaly was due to an anomalous rf chip.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to implant, the device could not be interrogated. Device was not implanted.